Event description:
The patient reported they had a revision done yesterday with a specific surgical lead in the t8 area. When electrocautery was used, no stimulation was turned on. The patient's daughter reported the patient was bleeding in both ears. The patient had high blood pressure during the case. Reviewed with caller to discuss this medical issue with the neurosurgeon.